Manufacturer narrative:
The device was returned to olympus for inspection. Updated fields: d8, d9, h2, h3, h4, h6, h11. A root cause could not be identified. Based on the results of the investigation, the phenomenon reported by the customer was not reproduced. The information obtained from this complaint and the investigation results did not identify the cause of the occurrence. In addition, the following reportable malfunction was identified during the device evaluation: poor contact with lamp. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's light source was not turning on when lamp was turned on during set up. There were no reports of patient involvement.